Event description:
The customer alleged that the temperature light was not lit. Also the customer reported that there was residue from the scopes after cycle. There were no reports of physical complaints related to the temperature light not being lit and the residue. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Other - capital equipment, evaluated at customer site. The fse found the heater fuse on board blown. The fse replaced the fuse and tested unit. Temperature light and heater are functioning correctly. Conclusion: other - the issue has been addressed with a customer letter related to correction & removal. Upon f/u, the customer reported that they do not have any more residue issues. They believe that the issue was occurred because of them not rinsing well enough.